Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) in accordance with factory procedures. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in remote fe, the 32056 error was found indicating aca in usm3 failed to initialize i2c device on the pitch searchlight, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 32056 error was triggered indicating fault on the pitch searchlight, replicating the reported event. The usm was then installed onto a pftp where usm agc current was found to be failing on the pitch searchlight. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, it was concluded that the pitch searchlight ffc was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 3 was not working and could only be deactivated. The procedure was aborted prior to patient involvement with no reported injury.